Manufacturer narrative:
Product event summary : the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed an electrical reset and a wireless telemetry problem.

Event description:
It was reported that the patient presented to the emergency room after experiencing inappropriate therapy due to an insulation break of the left ventricular lead, which was connected to the right ventricular pace/sense port. As a consequence of the charging during the inappropriate therapy delivery, the device was at end of service (eos), a power on reset (por) had occurred, and wireless telemetry was no longer available. The device was explanted and replaced, and the lead was repaired and connected to the appropriate port of the new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was subsequently returned for analysis, which was inconclusive. Telemetry could not be established and there was no device output, however testing revealed the battery to be severely depleted. When an external power supply was used, the device was fully functional. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.